Event description:
Customer reported that the button on top of the pump has never worked. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.